Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump) it was reported per email that no disposable clamp tubing alarm on cadd ladd legacy was experienced. Reports when pump and tubing in the bag, it twists to the point of twisting the central line. Had a lot of difficulty getting tubing off the cassette. Cadd legacy pump serial number (B)(4), cadd legacy pump and tubing replacements sent. No further details provided.

Manufacturer narrative:
Corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106